Event description:
It was reported via repair work order that the bed exit would not engage as the scale system was not zeroed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.